Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this implantable cardioverter defibrillator (ICD). Troubleshooting efforts were performed and a successful interrogation was performed. Upon review, it was noted that the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which was believed to be caused by calcification. Additionally, it was noted stored episodes with noise that appeared to be from electromagnetic interference (emi). Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this implantable cardioverter defibrillator (ICD). Troubleshooting efforts were performed and a successful interrogation was performed. Upon review, it was noted that the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which was believed to be caused by calcification. Additionally, it was noted stored episodes with noise that appeared to be from electromagnetic interference (emi). Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.